Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the scs system never provided effective stimulation coverage for his pain. The patient stated reprogramming was attempted on multiple occasions, but did not resolve the issue. Subsequently, the patient may undergo surgical intervention to address the issue.